Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient¿s device that was implanted in 2009 was a hindrance to the patient¿s movement and they felt pain on the device. There were no reports of device issues or allegations. In result, the whole system was explanted five to six years prior to the report. There were no further complications reported or anticipated.